Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a full black screen on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlinght. The customer was assisted in performing self test and test passed. The customer was advised to change infusion set and reservoir. The patient was advised to monitor the insulin pump. The customer stated that the insulin pump is fine now. The customer was advised if any assistance needed to contact the 24 hr helpline.